Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and othe r chronic/intract pain (trunks/limbs). It was reported that the had both of their inss removed on (B)(6) 2007. The patient reported that the first ins ¿grabbed her ribs.¿ no further complications are anticipated.